Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient received an end of service (eos) message on their handset when they recently went into their managing healthcare provider's (hcp) office for an appointment with the physician's assistant. The patient said they only had the device for two years and thought this battery would last 10-15 years. The patient was wondering if this was "normal." Battery longevity factors were reviewed with the patient. The patient mentioned they had memory issues so they didn't remember what their settings were at. The patient also mentioned that they had a whole bunch of kidney/bladder infections. The patient was asked when they first started to get the utis and the patient said maybe 5 months after implant. The patient speculated perhaps the utis resulted from the loss of therapy prior to seeing the eos message. The patient stated they hadn't felt their stimulation in "a long time" but said that could also be because they were "so busy and scatter-brained." The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.